Event description:
During troubleshooting for a related complaint, a home patient (hp) stated she had a system error (se) 2240 in drain 3/4 of a previous night therapy. The technical service representative (tsr) explained se 2240 indicates air had gotten into the setup and instructed the hp to cycle power to clear the alarm. The hp confirmed she would finish therapy with a manual exchange. The tsr reviewed proper procedures per user manual with the hp. On (B)(6) 2010 product surveillance contacted the hp who verified that there were no loose connections or disconnections. The hp stated that she felt something might be wrong with the cassettes. Product surveillance advised the hp to stop using the box of cassettes and start using her new box. The hp confirmed she informed her nurse about the alarm. The hp stated that she is doing fine and continuing therapy without issues. No further information was provided.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The product sample has been received by baxter; however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One actual sample and one companion sample was received in reference to system error 2240. The used cassette was visually inspected with solution noted in set and the companion set was in original packaging and not opened. Both sets were placed on a machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. The complaint could not be confirmed in the lab. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was not determined. The batch review was performed on potentially associated lots with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).